Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
The surgeon reported that he was doing a t2 recon nail procedure in antegrade on a (B)(6) year old female patient. He further reported that when inserting the proximal 5mm locking screw into the correct hole on the jig the screw missed the nail. This was tested before inserting into the patient and it went threw the correct hole. The jig was definitely tight and it required little manoeuvrability when inserting. It added 20 minutes operating time with no adverse consequences to the patient. The surgeon has questioned how this could have happened.